Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4). The partial lead was returned in segments to the manufacturer. No anomalies were found. The distal conductor was distorted. There was blood/body fluid on the outer tubing overlay. The outer tubing was kinked/buckled with the outer tubing overlay melted and there was cosmetic environmental stress cracking on the overlay. The outer tubing also had an environmental stress crack breach/breach (non-electrical). There was a white substance on the outer overlay tubing and a cosmetic depression in the outer insulation. There was a deformation/fracture in five centimeters in the proximal section of the inner coil. There was also apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead alert triggered due to a "broken" lead. Patient was admitted to the hospital due to thrombosis in the subclavian vein. It was further reported the lead exhibited high impedance values. The lead was removed. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead alert triggered due to a "broken" lead. Patient was admitted to the hospital due to thrombosis in the subclavian vein. The lead was removed. No patient complications have been reported as a result of this event.